Event description:
It was reported that a spectrum pump had a false air-in-line alarm. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom false air-in-line alarm caused by a failed upstream sensor. The failed upstream sensor was replaced.